Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the upper left edge. The leaking was discovered during the post compounding quality check. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing failed to identify the reported leak. Per investigation the cause of the condition is unknown as no defect was identified and the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.